Manufacturer narrative:
The field complaint that the programmer had a loss of telemetry was not verified. During analysis, a working 3630 wand was connected, and a device was interrogated successfully. The telemetry spacer was inserted and the telemetry remained with one solid led. The dtm board and j9 were inspected and found to be okay. No interrogation anomalies found at the time of analysis. The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv lp as new ra lp. The root cause has been identified in the programmer software and has been addressed in a future release. The device is subject to the merlin pcs aveir dr implant configuration action issued by abbott on 21 november 2024.

Event description:
Related manufacturer reference number: 2017865-2024-42911. It was reported the patient presented for implant procedure. After surgery, the leadless pacemaker (lp) lost telemetry during programming. When telemetry was re-established, the programmed settings had changed. The lp was successfully restored to normal parameters. There were no patient consequences.